Event description:
Boston scientific crm received information that this implantable, right ventricular (rv) defibrillation lead caused a perforation leading to cardiac tamponade which resulted in the pt's death. This occurred during the implant procedure. Implant/date of death - 2009.

Manufacturer narrative:
All available information indicates that the device system was buried with the pt. If additional information becomes available, this event will be updated.